Event description:
The patient was undergoing a thrombectomy procedure using a benchmark delivery catheter. Upon removal from the packaging, the benchmark catheter was found ovalized at the tip and was not used.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The benchmark delivery catheter (benchmark dc) was kinked in the proximal shaft approximately 10.5, 21.0, 25.5, and 84.5 cm from the proximal end; the benchmark dc distal shaft was crushed and ovalized approximately 1.0 cm and ovalized approximately 8.5 cm from the distal tip. The complaint has been evaluated. The complaint indicates that the benchmark delivery catheter packaging was opened and the catheter was found crushed in the distal tip. Evaluation of the returned device confirmed that the device was damaged on the distal tip. This type of damage typically occurs if the device is improperly handled during removal from the packaging. If the device is removed at an angle and force is applied, it is likely that damage will occur. Further evaluation revealed that the benchmark dc was kinked and ovalized throughout the length of the device. This damage likely occurred due to improper packaging for return. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.